Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted for a verify enhanced basic evaluation (be). The trial patient reported they went to the emergency room last night but did not explain why. It was unknown if there were any env ironmental/external/patient factors that may have led to the issue. Additional information received from the trial patient on (B)(6) 2019 reported that they had a rough night last night. They would go to the bathroom with high urgency to go and then would only dribble. The patient felt they were not emptying their bladder all the way. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp). When asked for the actions/interventions taken to resolve the patient¿s difficulty to fully empty their bladder, the hcp noted the patient was seen on (B)(6) 2019 with symptoms improved by 50%. The hcp noted again that the patient was improved by 50% when they were asked if the retention issue had been resolved. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.